Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Photos provided from the customer was reviewed that the top and base of black radio frequency identification (rfid) connector were detached indicating a potential insufficient weld on the connector. The grey rfid connector was unaffected. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample photo has been shared to the supplier for additional analysis. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that one of the connectors of the cutter was broken during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).